Event description:
The event is reported as: the complaint alleges that the circuits were found to have a proximal poet cap crack. No pt injury reported.

Manufacturer narrative:
The sample has been received by the MFR, but the investigation is incomplete at this time. A f/u investigation report will be sent when completed.